Event description:
It was reported that the user received an insulin occlusion alert while using an inset infusion set, with a concurrent blood glucose of 117 mg/dl and low insulin volume. The event was resolved after a guided supply change. Symptoms included an insulin delivery interruption without reported hypoglycemia or hyperglycemia. Outcomes included restoration of insulin delivery with no medical intervention or hospitalization. Investigation included troubleshooting and user education, confirming that the occlusion alert cleared only after replacement of supplies. Investigation of this case revealed an insulin flow obstruction associated with the infusion set, consistent with an occlusion that resolved after changing the set and insulin supply. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.

Manufacturer narrative:
Initial.